Event description:
A healthcare professional reported during an intraocular lens (iol) implant procedure, the ophthalmologist experienced a lot of resistance during lens implantation. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in a.2., b.5. And d.10. Additional information provided in h.3., h.6. And h.10. Information was provided that indicated the use of a qualified cartridge and handpiece. A qualified viscoelastic was used in the eye; however a non-qualified viscoelastic was used to fill the cartridge. The root cause for the reported complaint may be related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was indicated as used to fill the cartridge. The IFU instructs: company foldable iols are qualified for use with company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The file indicated an identical model and diopter (company lens with 22.0 diopter) lens used as a replacement. Follow up attempts have been made. No further information has been provided. If additional information or the sample becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).

Event description:
The surgery was completed on same day of implantation procedure with another company lens.